Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported event of premature batter depletion was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was approaching the elective replacement indicator (eri) and was implanted beyond its projected longevity. Additional findings unrelated to the reported events indicated a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.the device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During follow-up, decreased battery longevity was observed. Premature battery depletion is suspected. Device replacement is anticipated to be performed although no intervention has been performed at this time. The patient was in stable condition.